Event description:
It was reported that the outer surface/ covering of the probe deteriorated inside the joint.

Manufacturer narrative:
The returned unit was submitted to a visual inspection. An excessive amount of scratch marks was observed on the insulation and lumen. No additional damage was observed (no detaching, no exposed lumen, or melting of the insulation was observed). According to risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component. In addition, if there was a non-conforming component root cause, it is anticipated that the occurrence of failure would be more widespread and lot based. Product surveillance will continue to monitor the quality of this product in the market, but at this time there is no reason to suspect a non-conforming root cause or process issues, as the occurrence of harm are within the predicted range per the risk document. Poor assembly process. The activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, based on the visual inspection, the unit seemed to have been extensively used during surgery. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. No out of box damage was reported in this case. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. Misuse. After performing the visual inspection on the returned unit, an excessive amount of scratch wear marks on the insulation and some on the lumen were observed. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object before it was fired, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. The user¿s instructions states: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. In conclusion, based on the information provided, the device history record review & non-conformance review related to the reported lot number, current manufacturing inspection process & controls, risk management report, root cause analysis for previous similar complaints reported and returned unit¿s evaluation; the most probable root cause (the main contributor identified) is user related as the returned unit showed scratch marks with a pointy object. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.